Event description:
It was reported, during an implant procedure, the physician was unable to extend the helix of the lead into ventricular epicardium during implant. This lead was removed and another same brand lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) analysis revealed that the proximal conductor was distorted; the full lead was returned and analyzed. The distorted conductor places pressure on the inner insulation causing torque transfer to be restricted, and the helix to not extend. Electrical testing to determine continuity of the conductor(s) passed.